Manufacturer narrative:
Brakes failed to engage.

Event description:
It was reported that the caregiver was assisting a pt from the stretcher to the scanner table. The stretcher rolled away as the pt was being moved. The caregiver helped the pt to the floor. No adverse consequences were reported.